Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use injector malfunctioned during the injection of botox into the vocal folds. The syringe plunger was reported to have been forced back. The doctor asked the staff to reattach the syringe to the injector to attempt the injection a second time. Again, the syringe was fully pressed, appearing to deliver the medication, but the syringe plunger bounced back when the user's thumb was removed from plunger. There were no reports patient harm.